Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient experienced a return of baseline symptoms which included a return of urinary retention. The issue was resolved with a lead revision on (B)(6) 2025. Appropriate motor response was received on all four electrodes. It was also noted that the patient has neurological deficits on their left side where the lead was originally placed. Patient couldn¿t feel stimulation on any program and wasn¿t getting therapy improvement. After trying different programs the decision was made to do a lead revision. The new lead was placed on her right side with great motor response on all four electrodes. Patient also felt appropriate stimulation post-op.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va321md, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.